Event description:
It was reported to tyco/healthcare/kendall on 03/2002 that the lumen extension of a dialysis catheter was found separated from the catheter beside the patient's bed. It was unclear how the extension became separated. No injury to the patient was reported.